Manufacturer narrative:
Corrected information provided in b.2., b.5 and h.11. Upon follow-up information received following submission of the initial report, it was confirmed that leakage occurred from the broken auto infusion valve. The reported event 1644019-2025-03346 does not meet criteria for reporting as per applicable regulation. No further reports will be submitted under mfg. Report number: 1644019-2025-03346. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow-up information received following submission of the initial report, it was confirmed that leakage occurred from the broken auto infusion valve.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that leakage occurred from the cassette and priming test failure occurred during calibration. The procedure type was unknown. The surgery was completed after replacing the product with another one. There was no information about patient impact.